Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 reports being submitted for the same event. Also see: 3002806535-2014-00301.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2005. Subsequently a revision procedure was performed on (B)(6) 2013 due to metallosis.this report is based on allegations set forth in patients notice and the allegations there in are unverified.